Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals, and pacing inhibition. Isometrics were performed but did not reproduce the noise, and it was noted that the noise appeared to look better during isometrics. There were also decreased pacing impedance measurements from 700 to 400 ohms. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa) and the issues were confirmed with the lead. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.